Manufacturer narrative:
Date of event: exact date unknown, event occurred at the year of 2017. Explant date: 2017. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: (B)(4). Model: sc-8216-70 serial: (B)(4). Batch: 19217407.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. The explanted ipg and lead will not be returned. No further information has been obtained despite good faith efforts.